Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported vertical gas breakthrough kind of flap and uncut area (incomplete cut) in the right eye of a patient, during lasik surgery.

Event description:
A health care professional reported vertical gas breakthrough kind of flap and uncut area (incomplete cut) in the right eye of a patient, during lasik surgery. There are two related reports for this facility. This report addresses the patient's zh, right eye and another report will be filed for the different patient with same facility.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the surgery date. Latest preventive maintenance performed and confirmed system met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows twenty-four successfully performed treatments. The reported treatment could be identified in the logfile. The logfiles show the docking duration was around one is to thirty minutes. And the total treatment duration was around one is to forty-seven minutes. The surgeon missed vacuum one twice and vacuum two once. Suction ring was docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one value. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated not within the recommended canal settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).